Manufacturer narrative:
Clarification to h6: type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected in the nasolabial (nlf) area with juvéderm® voluma¿ xc. A month later, patient experienced a filler swelling issue noted as an inflammatory nodule and further described as inflammation in the nasal tissues, likely cold virus related (not device related). Patient was treated with nasal steroids and doxycycline for 5 days with no resolution. Added augmentin and prednisone 40mg/day for 5 days and 20mg/day for 5 days. Inflammation returned. Prednisone will be applied and attempts will be made to dissolve it. Event ongoing.